Event description:
Parent of patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal. A transmitter (sn (B)(4); mfg date: 9/1/2012) was also returned for evaluation and there was no problem found.